Event description:
The customer's mother reported a button error alarm after the insulin pump was submerged in water. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. Unable to verify any alarms due to the blank display.